Manufacturer narrative:
An event regarding a pin hole in an inner powder pouch involving simplex bone cement was reported. The event was confirmed. Method & results: device evaluation and results: based on the visual inspection, there is a pin hole present near the side seal at the top of the inner pouch. There is a scratch mark beside the pin hole running obliquely through the seal. This scratch mark and the pin hole appear to have been caused by a forceps or sharp instrument being used to grip the inner pouch to remove it in a sterile manner from the outer pouch in the or. Medical records received and evaluation: not performed as the reported component was not implanted and no adverse consequences to the patient were reported as replacement product was immediately available. Device history review: bmr review for the reported lot was satisfactory. Complaint history review: chr review for the reported lot confirmed that there were no similar events reported for the lot. Conclusions: based on the visual inspection, the investigation concluded that the root cause of the pinhole to be as a result of forceps or similar instrument being used to remove the inner pouch from the outer pouch in the operating room. The product was not shipped in this condition as indicated by the visual evidence.

Event description:
It was reported that pin hole was confirmed on the inner package before used in the procedure. Spare product was used in the procedure instead of it and the procedure was completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that pin hole was confirmed on the inner package before used in the procedure. Spare product was used in the procedure instead of it and the procedure was completed.